Manufacturer narrative:
Evaluation: results: the returned ipg passed all functional testing. In addition, no physical anomalies for the device were observed which could have contributed to the allegation of discomfort. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that he recently lost weight and was experiencing discomfort at the ipg site as a result. In an effort to resolve this matter, surgical intervention was undertaken on (B)(6) 2011, with the intent of relocating the ipg; however, intraoperative testing revealed invalid impedance measurements when the device was tested in conjunction with the pt's existing lead. The impedance issue was corrected with the placement of a new ipg. The explanted device was returned to the manufacturer for analysis.